Event description:
In an abundance of caution (B)(6) hospital is reporting that the light of an otoscope was used to help with an IV insertion of a (B)(6) infant. We were later informed that the infant acquired 3 blisters and or burn from the use of this medical device. FDA safety report ID# (B)(4).